Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds increased and were variable on the right atrial (ra) lead. It was also noted that impedance fell and p waves fell on the ra lead. The lead was dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.